Event description:
It was reported that during a surgery, the needle broke off. There was no harm for patient, operator or third party reported. No further information was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.